Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient went to the emergency room complaining of surges in stimulation in the area of the lead location in her back. She stated that she had turned or twisted her body in order to sit down, and she suddenly felt surges in stimulation although, her stimulation has been turned off for several months. The patient allegedly did not bring her programmer and does not have a magnet; therefore, the hospital used a pacemaker magnet to stop the overstimulation sensation. It was reported that the patient seemed instantly relieved after the magnet was used. X-rays taken showed no anomalies. It was reported that the patient does not want to use the stimulation, and she met with the neurosurgeon to discuss explanting the ipg. The surgery date is currently undetermined; no further information is available at this time.